Event description:
A customer contacted baxter's technical service center regarding an increased intra peritoneal volume (iipv) on the homechoice (hc) during use. The home patient (hp) stated that he felt overfilled this morning and called his nurse who advised him to go to the hospital. The hp stated he went to hospital but all they did was give him a pill for cramping and advised him to take an over the counter laxative. The hp stated he feels weak and still full. The technical service representative (tsr) reviewed the therapy log for (B)(6) 2010; the fill volume was 2.5l, and the last fill volume was 1.5l. The initial drain was 1684ml. The last fill volume was 0ml, the total ultrafiltration (uf) was 2747ml, cycle 4 uf was 1071ml, cycle 3 uf was 696ml, cycle 2 uf was 3123ml (this meets iipv criteria), and cycle 1 uf was 1819 (this meets iipv criteria). The uf indicates the patient drained that amount more than their programmed fill of 2.5l. There were 2 bypasses. The peritoneal dialysis nurse stated she was aware that the patient went to the hospital but was not aware that he felt overfilled. The nurse stated she had spoken with the patient that morning and the patient did not report any symptoms. The nurse refused a swap stating the patient was fine and had continued therapy with no reported problems. Additionally, the patient stated he is doing well. The device is not available for evaluation; no other information is available.

Event description:
A health care professional reported receiving erratic readings on an adc blood glucose monitor. Customer reported receiving readings of 440 mg/dl and 37 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. Requested product was not received for investigation. Retained test strip samples from the lot reported by the customer (lot 6d7kbg) were tested. Testing on strip lot 6d7kbg was performed with low control solution (lot 64676q101) and high control solution (lot 64818q101). Forty-eight tests were performed in total. All results were within range specification and the standard deviation fell within specifications. No errors or issues were observed during retain testing. No readings issue was noted during retain testing of strip lot 6d7kbg.

Manufacturer narrative:
The health care facility returned test strip lot #6d7kbg2edjnn97 for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
Technician alleged the bed had an intermittent bed exit tapeswitch.

Manufacturer narrative:
The date received by manufacturer on follow-up #2 should have reflected the date of (B)(4)-2009. As per the arrangements discussed with the office of (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4)-2011 letter addressed to (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be filed once the investigation results are available. Note: the device manufacture date is unknown.